Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The cause of the peritonitis was reported as due to enteric bacteria (unspecified). The patient was hospitalized for the event. It was reported as unknown if the patient was treated with antibiotics for the event. Dianeal therapy was ongoing. At the time of this report the patient remained hospitalized and the outcome was unknown. No additional information is available as the reporter declined follow up to provide further information.